Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a calibration error. The blood glucose reading was 204 mg/dl. The sensor was not expired. Customer stated that there was no delayed entry or entry of an incorrect blood glucose reading. He stated that the error was not the result of the first calibration attempt after initialization. Customer also received a bad sensor alert after the initialization period. He stated that this alert occurred after a second consecutive calibration error. Customer was advised to remove and change out the sensor. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.